Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
Patient reported minor difficulty disconnecting the luer connector during a supply change. The connector eventually released without issue, and the patient confirmed they were able to successfully change supplies. No further assistance was needed. Bg's not affected.